Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during transfer of a patient on extracorporeal membrane oxygenation (ECMO) support from the operating room to the intensive care unit, the novalung console was being transported next to the patient's bed on its trolley. There was no contact to other items when error 208 occurred. The user checked the position of the flow sensor with no resolution and a different flow sensor was utilized. The problem could not be resolved with the new flow sensor. The user transitioned the patient to a different console for continued ECMO support. There was no impact to patient. The novalung console is available for return for product inspection. The console xen0455 with ECG sensor box (B)(6) was previously upgraded to avoid the error 206/208 on (B)(6) 2024.

Manufacturer narrative:
Plant investigation: the described situation is adequately addressed in the instructions for use. A review of device history showed that non-conformity was not observed during the manufacturing process. Previous repair history showed corrective measures for alarm 206/208 that included a known issue with the fixation flow board for an existing CAPA. The machine files show that alarm 208 occurred on (B)(6) 2024 around 13:10 and the console did not display the flow until the console was shut down on (B)(6) 2024 at 13:54. The console was returned for evaluation and received on october 21, 2024. Functionality test was carried out for nine days, however, the problem could not be reproduced, and no defect was found during visual inspection of the sensor box.

Event description:
It was reported that during transfer of a patient on extracorporeal membrane oxygenation (ECMO) support from the operating room to the intensive care unit, the novalung console was being transported next to the patient's bed on its trolley. There was no contact to other items when error 208 occurred. The user checked the position of the flow sensor with no resolution and a different flow sensor was utilized. The problem could not be resolved with the new flow sensor. The user transitioned the patient to a different console for continued ECMO support. There was no impact to patient or ongoing ECMO support. The console (B)(6) with ECG sensor box (B)(6) was previously upgraded to avoid the error 206/208 on (B)(6) 2024. The console was returned for evaluation and received on october 21, 2024. Upon device investigation, the machine files showed that alarm 208 occurred on (B)(6) 2024 around 13:10 (local) and the console did not display the flow until the console was shut down on (B)(6) 2024 at 13:54. The console was returned for evaluation and received on october 21, 2024.